Manufacturer narrative:
This MDR is the result of a retrospective review of complaints for the purpose of identifying concomitant devices. The reported event describes side effects from the procedure or patient symptoms due to their condition. This product is considered a concomitant device and did not contribute to the reported event.

Event description:
It was reported that the acunav catheter was used for a transeptal puncture during an unspecified procedure. Reportedly, visualization was extremely poor so the catheter was not used. A smartouch catheter was also used in conjunction with the acunav but the magnetic sensor was not registering; however, the issue was resolved after the catheter was replaced. Along with the smartouch catheter, a lasso catheter was also inserted inside the patient but the deflection broke off. The catheter was replaced with another similar device. It is unknown whether the intended procedure was completed but there is no patient injury reported.